Event description:
The bolus button of the device has been accidently bumped by patient stretchers or the operators on several occasions resulting in unintended table movement. Allegedly, a technician was pushed against another object by this unintended table movement. No injuries were reported.